Event description:
The surgeon inserted the icm125v4 12.5mm implantable collamer lens in the right (od) eye on (B)(6) 2012 and the lens was removed on (B)(6) 2012 due to elevated iop associated with excessive vault. The lens was not replaced.

Manufacturer narrative:
Intraocular pressure rise. Surgical procedure, secondary. Device incompatibility. (B)(4).